Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer¿s blood glucose (bg) value was 808 mg/dl. The customer addressed elevated bg via manual injection. Customer loaded a new cartridge to address the issue and was able to resume insulin therapy sucessfully.